Event description:
It was reported that during the interrogation of the device through the remote management system, the device showed no measured values for battery voltage, p- and r-wave measurements, and lead impedances and displayed an error message. There was a noted device reset. Upon re-transmission, the issues were resolved and the device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a power on reset [por] of the parameters during the remote monitoring system interrogation. The device data was cleared, there was no data from the previous session, and the last session timestamp and last clear timestamp were identical indicating that por data was read prior to the por.